Event description:
Information was received from the multiple sources (user facility, service repair) via a manufacturer representative regarding a endoscope used for spinal therapy. It was reported that the inside of the scope lens was clouded, and that the lens might have been damaged either due to age-related deterioration or when it came into contact with an instrument during micro endoscopic discectomy (med). It is still unknown whether the patient is involved or not. There were no further complications reported regarding the event.

Manufacturer narrative:
B3: event date is unknown. H3: product analysis (B)(4), product:9560100, lot no:1788526 analysis confirmed that there were scratches on the outer tube during inspection at the time of acceptance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.